Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Current weight (B)(6) lbs. Concurrent conditions included asthma and hypothyroidism. Concomitant products included ethinylestradiol; norgestimate (norgestimate & ethinyl estradiol), fluticasone propionate; salmeterol since (B)(6) 2018, intrauterine contraceptive device (iud nos) from 2005 to 2012, levothyroxine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa) since 1987. In 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced emotional distress ("hormonal changes describe: emotional distress & bloating"), abdominal distension ("hormonal changes describe: emotional distress & bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), gingival bleeding ("dental problems bleeding"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pain"), alopecia ("hair loss"), pain in extremity ("arms pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and hypothyroidism ("hypothyroidism"). At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal distension, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, migraine, headache, pain in extremity, abdominal pain upper, back pain, arthralgia and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, gingival bleeding, headache, hypothyroidism, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 2 coils were visualized at the ostium after placement. 3 coils were visualized at the ostium after successful placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2012: result: other (please describe): I did not receive a follow up call after test so I assumed that everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: pfs & mr received: case become incident. Event injury nos was replace with device dislocation, pelvic pain, emotional distress, bloating, menorrhagia, vaginal bleeding, urinary tract infection, apareunia, urinary tract disorder, bladder disorder, nausea, tooth disorder, dysmenorrhea, dyspareunia, vaginal discharge, visual disturbances, fatigue, weight gain, hair loss, migraine, headache, arms pain, stomach pain, back pain, hips pain and hypothyroidism. New reporter and consumer address were added. Patient¿s date of birth, race and demographic details were added. Date of insertion was updated. Lab data was added. Events onset dates were added. Medical history, concomitant medications, concomitant condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Current weight 160 lbs. Concurrent conditions included asthma and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), fluticasone propionate;salmeterol since january 2018, intrauterine contraceptive device (iud nos) from 2005 to 2012, levothyroxine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa) since 1987. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced emotional distress ("hormonal changes describe: emotional distress & bloating"), abdominal distension ("hormonal changes describe: emotional distress & bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), gingival bleeding ("dental problems bleeding"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain in extremity ("arms pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and aparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal distension, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, migraine, headache, pain in extremity, abdominal pain upper, back pain, arthralgia and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, gingival bleeding, headache, heavy menstrual bleeding, hypothyroidism, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 2 coils were visualized at the ostium after placement. 3 coils were visualized at the ostium after successful placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Pathology test - on (B)(6) 2020: gross description: received fresh specimen labeled uterus, bilateral fallopian tubes is a 150 gram uterus with attached cervix and attached bilateral fallopian tubes. The uterus with attached cervix is 9 x 7.5 x 5 cm. The cervix is 3.4 to 3.7 cm in diameter. Within the bilateral fallopian tubes are tightly coiled metallic wires which are grossly consistent with the essure device. The device is 2.8 cm in length and 0.3 cm in diameter. The essure devices are confined to the fallopian tubes. The devices are intact. The right fallopian tube is 6 cm in length and ranges from 0.4 to 0.7 cm in diameter. The left fallopian tube is 6 cm in length and ranges from 0.4 to 0.6 cm in diameter. Each tube is purple tan and fimbriated at one end. Sectioning through each tube reveals a pinpoint lumen throughout with no masses or lesions are grossly identified.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2012: result: other (please describe): I did not receive a follow up call after test so I assumed that everything was fine.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : reporter information, relevant history, and removal date & details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') and pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Current weight 160 lbs. Concurrent conditions included asthma and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), fluticasone propionate;salmeterol since (B)(6) 2018, intrauterine contraceptive device (iud nos) from 2005 to 2012, levothyroxine, meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa) since 1987. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced emotional distress ("hormonal changes describe: emotional distress & bloating"), abdominal distension ("hormonal changes describe: emotional distress & bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), gingival bleeding ("dental problems bleeding"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), pain in extremity ("arms pain"), abdominal pain upper ("stomach pain"), back pain ("back pain"), arthralgia ("hips pain") and hypothyroidism ("hypothyroidism"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal distension, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, migraine, headache, pain in extremity, abdominal pain upper, back pain, arthralgia and hypothyroidism outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, gingival bleeding, headache, heavy menstrual bleeding, hypothyroidism, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 2 coils were visualized at the ostium after placement. 3 coils were visualized at the ostium after successful placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Pathology test - on (B)(6) 2020: gross description: received fresh specimen labeled uterus, bilateral fallopian tubes is a 150 gram uterus with attached cervix and attached bilateral fallopian tubes. The uterus with attached cervix is 9 x 7.5 x 5 cm. The cervix is 3.4 to 3.7 cm in diameter. Within the bilateral fallopian tubes are tightly coiled metallic wires which are grossly consistent with the essure device. The device is 2.8 cm in length and 0.3 cm in diameter. The essure devices are confined to the fallopian tubes. The devices are intact. The right fallopian tube is 6 cm in length and ranges from 0.4 to 0.7 cm in diameter. The left fallopian tube is 6 cm in length and ranges from 0.4 to 0.6 cm in diameter. Each tube is purple tan and fimbriated at one end. Sectioning through each tube reveals a pinpoint lumen throughout with no masses or lesions are grossly identified.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound scan vagina - on (B)(6) 2012: result: other (please describe): I did not receive a follow up call after test so I assumed that everything was fine.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.